Event description:
It was reported that a spectrum infusion pump had an issue with upstream occlusion alarm. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported "upstream occlusion alarm problem." The eval found the upstream sensor fluid numbers to be out of spec (low) due to a failed upstream sensor, which is likely caused the reported symptom. The upstream sensor and pusher were replaced to correct this condition.